Event description:
It was reported that the filament of the abbott diabetes care (adc) device remained in the customer's skin and was asymptomatic. Following application, the tip remained in the skin, and the customer removed the sensor themselves. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.